Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient remains implanted and continues to use the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced signs of an ulcer due to magnet migration. The magnet reportedly appeared to float from it's original position and the doctor was able to manually reposition the magnet. Medical treatment was provided (type unknown), and ulcer has healed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly experienced a displaced (floating) magnet following a MRI. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.